Event description:
An aneurx iliac stent graft was successfully implanted in a pt for the endovascular treatment of a type iii component separation endoleak related to another manufacturer's device one month ago. The device was implanted in the right common iliac to treat a type iii component separation endoleak between two devices from another manufacturer's; one of the other manufacturer's device cuffs was partially inside the right hypogastric. The aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had 7 devices from another manufacturer implanted on an unk date for both thoracic and abdominal aneurysms. One month ago, the pt presented emergently with symptomatic hypotension and had a systolic blood pressure in the range of 30-60 mm hg. The aneurx limb ended up intentionally covering the hypogastric, as there was no time to coil the hypogastric, and the pt needed to be stabilized urgently. It was reported to medtronic four days post implant, the pt expired from multi-organ failure; information about an autopsy/discharge summary is not available.

Manufacturer narrative:
(B) (4) - no device failure reported. Evaluation results: death. Type iii endoleaks due to another manufacturer's previously implanted stents.